Event description:
It was reported that a continuous ambulatory peritoneal dialysis disconnect y-set leaked from its drain bag, near the drain tubing. This occurred during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.